Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and a viral infection on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl (22.2 mmol/l) while wearing the pod between 1 and 4 hours. Symptoms reported include vomiting and malaise. The patient was treated with insulin and fluids. The pod was removed at the hospital and discarded.